Manufacturer narrative:
Bayer case number: (B)(4). Increasingly severe pain in the precise locations of the implants [adnexa uteri pain], frequent pain in the uterus [uterine pain], debilitating stiffness in the pelvis [pelvic discomfort], debilitating stiffness in the pelvis [stiffness], chronic fatigue [chronic fatigue], herniated disc with sciatica [herniated disc], herniated disc with sciatica [sciatica], depression [depression], significant and constant joint pain (wrist, hands, fingers) [pain in joint involving hand], significant and constant joint pain (knees, toes, ankles,) [pain in joint involving lower leg], dry eyes [dry eyes], dry nasal cavities [nasal dryness], recurrent ear, nose & throat (ent) illnesses: cold [cold], recurrent ear, nose & throat (ent) illnesses: sinusitis [sinusitis], recurrent ear, nose & throat (ent) illnesses: hoarseness [hoarseness], recurrent ear, nose & throat (ent) illnesses: blocked ears [sensation of block in ear], recurrent ear, nose & throat (ent) illnesses: otitis [otitis], visual impairment [visual impairment], shortness of breath on exertion [dyspnoea exertional], painful point in the left lung [lung pain], serious difficulty concentrating [concentration impairment], memory disturbances [memory disturbance], recurrent cystitis [cystitis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-sep-2025. The most recent information was received on 30-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of adnexa uteri pain ("increasingly severe pain in the precise locations of the implants") and uterine pain ("frequent pain in the uterus") in a 40 year-old female patient who had essure inserted (lot no. C26960) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 182 days after essure insertion, she experienced adnexa uteri pain (seriousness criterion intervention required), uterine pain (seriousness criterion intervention required), pelvic discomfort ("debilitating stiffness in the pelvis"), musculoskeletal stiffness ("debilitating stiffness in the pelvis"), fatigue ("chronic fatigue"), intervertebral disc protrusion ("herniated disc with sciatica"), sciatica ("herniated disc with sciatica"), depression ("depression"), pain in joint involving hand ("significant and constant joint pain (wrist, hands, fingers)"), pain in joint involving lower leg ("significant and constant joint pain (knees, toes, ankles,)"), dry eye ("dry eyes"), nasal dryness ("dry nasal cavities"), nasopharyngitis ("recurrent ear, nose & throat (ent) illnesses: cold"), sinusitis ("recurrent ear, nose & throat (ent) illnesses: sinusitis "), dysphonia ("recurrent ear, nose & throat (ent) illnesses: hoarseness"), ear discomfort ("recurrent ear, nose & throat (ent) illnesses: blocked ears"), ear infection ("recurrent ear, nose & throat (ent) illnesses: otitis"), visual impairment ("visual impairment"), dyspnoea exertional ("shortness of breath on exertion"), pulmonary pain ("painful point in the left lung"), disturbance in attention ("serious difficulty concentrating"), memory impairment ("memory disturbances") and cystitis ("recurrent cystitis"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (to remove essure). At the time of the report, all of the events had resolved. No causality assessment was received for essure with regard to fatigue, intervertebral disc protrusion, sciatica, musculoskeletal stiffness, depression, pain in joint involving hand, pain in joint involving lower leg, dry eye, nasal dryness, nasopharyngitis, sinusitis, dysphonia, ear discomfort, ear infection, visual impairment, uterine pain, adnexa uteri pain, dyspnoea exertional, pulmonary pain, disturbance in attention, memory impairment, cystitis or pelvic discomfort. The reporter commented: identifiable symptoms occurring approximately 6 months after insertion. Disappearance of many symptoms after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Batch number- c26960; manufacture date- 25-feb-2014; expiration date- 28-feb-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) increasingly severe pain in the precise locations of the implants [adnexa uteri pain] , frequent pain in the uterus [uterine pain] , debilitating stiffness in the pelvis [pelvic discomfort] , debilitating stiffness in the pelvis [stiffness] , chronic fatigue [chronic fatigue] , herniated disc with sciatica [herniated disc] , herniated disc with sciatica [sciatica] , depression [depression] , significant and constant joint pain (wrist, hands, fingers) [pain in joint involving hand] , significant and constant joint pain (knees, toes, ankles,) [pain in joint involving lower leg], dry eyes [dry eyes] , dry nasal cavities [nasal dryness] , recurrent ear, nose & throat (ent) illnesses: cold [cold] , recurrent ear, nose & throat (ent) illnesses: sinusitis [sinusitis] , recurrent ear, nose & throat (ent) illnesses: hoarseness [hoarseness] , recurrent ear, nose & throat (ent) illnesses: blocked ears [sensation of block in ear] , recurrent ear, nose & throat (ent) illnesses: otitis [otitis] , visual impairment [visual impairment] , shortness of breath on exertion [dyspnoea exertional] , painful point in the left lung [lung pain] , serious difficulty concentrating [concentration impairment] , memory disturbances [memory disturbance] , recurrent cystitis [cystitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of adnexa uteri pain ("increasingly severe pain in the precise locations of the implants") and uterine pain ("frequent pain in the uterus") in a 40-year-old female patient who had essure inserted (lot no. C26960) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 182 days after essure insertion, she experienced adnexa uteri pain (seriousness criterion intervention required), uterine pain (seriousness criterion intervention required), pelvic discomfort ("debilitating stiffness in the pelvis"), musculoskeletal stiffness ("debilitating stiffness in the pelvis"), fatigue ("chronic fatigue"), intervertebral disc protrusion ("herniated disc with sciatica"), sciatica ("herniated disc with sciatica"), depression ("depression"), pain in joint involving hand ("significant and constant joint pain (wrist, hands, fingers)"), pain in joint involving lower leg ("significant and constant joint pain (knees, toes, ankles,)"), dry eye ("dry eyes"), nasal dryness ("dry nasal cavities"), nasopharyngitis ("recurrent ear, nose & throat (ent) illnesses: cold"), sinusitis ("recurrent ear, nose & throat (ent) illnesses: sinusitis "), dysphonia ("recurrent ear, nose & throat (ent) illnesses: hoarseness"), ear discomfort ("recurrent ear, nose & throat (ent) illnesses: blocked ears"), ear infection ("recurrent ear, nose & throat (ent) illnesses: otitis"), visual impairment ("visual impairment"), dyspnoea exertional ("shortness of breath on exertion"), pulmonary pain ("painful point in the left lung"), disturbance in attention ("serious difficulty concentrating"), memory impairment ("memory disturbances") and cystitis ("recurrent cystitis"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (to remove essure). At the time of the report, all of the events had resolved. No causality assessment was received for essure with regard to fatigue, intervertebral disc protrusion, sciatica, musculoskeletal stiffness, depression, pain in joint involving hand, pain in joint involving lower leg, dry eye, nasal dryness, nasopharyngitis, sinusitis, dysphonia, ear discomfort, ear infection, visual impairment, uterine pain, adnexa uteri pain, dyspnoea exertional, pulmonary pain, disturbance in attention, memory impairment, cystitis or pelvic discomfort. The reporter commented: identifiable symptoms occurring approximately 6 months after insertion. Disappearance of many symptoms after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.